Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable troponin t hs elecsys assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 48.1 ng/l. The repeat result was 12.6 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The calibration and qc were within the specified ranges. The analyzer's alarm files showed a sample clot detection alarm, indicating a possible sample quality issue. The sample foam detection (sfd) camera image showed a film of dust on the analyzer surface. The sfd image of the patient sample was unremarkable, but dust was visible on the gripper wheels around the tube. These can lead to questionable results. A general reagent or analyzer problem was not detected because the qcs before the event were within the specified ranges. The investigation is ongoing.